Manufacturer narrative:
(B)(4). G2-foreign- switzerland. D10. Item#:00-6105-058-28 ;lot#:62155200 ;item name: poly liner 58x28 ; item#:unknown stem ;lot#:unknown ;item name: unknown stem. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - 01.00551.302 item name fitmor hip stem b ext offs s2 lot # 2476252. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-0892971this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10the following sections were corrected: d1, d4visual examination of the returned head identified multiple metal transfer marks. Metal transfer was also seen inside the taper the the pattern suggests that the head had been properly fixed to the stem taper.the metal transfer marks may have been caused from the tooling used to remove the head from the taper and / or from a dislocation.due to the colour of the head, it can be identified as a forte liner however, with the available information, it is not possible to identify a zimmer biomet item number.the supplier ceramtec was unable to establish to which manufacturers the 199 pieces were supplied to in 1999. Furthermore, biomet UK ltd did not distribute forte liners until after 1999.device is used for treatment. A review of the device manufacturing records cannot be performed without product identification.medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon further assessment of the complaint design ownership of this product was found to be 1825034. Hence this report will be voided and a new report will be submitted under 1825034.

Event description:
Upon further assessment of the complaint design ownership of this product was found to be 1825034. Hence this report will be voided and a new report will be submitted under number 1825034.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It is possible that the dislocation and poly wear are connected however the exact sequence of events or causative relationship among these factors cannot be definitely determined therefore the cause of the dislocation cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon further assessment of the complaint design ownership of this product was found to be 3002806535. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint was investigated further upon receipt of the item identification. A review of the device manufacturing records confirmed no abnormalities or deviations with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Additional information was provided that the revision occurred due to poly wear.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned head identified multiple metal transfer marks. Metal transfer was also seen inside the taper the pattern suggests that the head had been properly fixed to the stem taper. The metal transfer marks may have been caused from the tooling used to remove the head from the taper and / or from a dislocation. Due to the colour of the head, it can be identified as a forte head however, with the available information, it is not possible to identify a zimmer biomet item number. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were not provided. It is possible that the dislocation and poly wear are connected however the exact sequence of events or causative relationship among these factors cannot be definitely determined therefore the cause of the dislocation cannot be determined. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.